Event description:
It was reported that during implant procedure that ventricular pacing was inhibited and there was oversensing and noise, and there was rv grommet damage observed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommet.